Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead, implanted: (B)(6) 2011, model: 690r34, annuloplasty ring; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.